Event description:
Nellcor puritan bennett received a call from a representative of united nassau extended on 10/12. United nassau extended called to report the following problem: patients family allege the vent started alarming for no reason and shut down. They were unable to clear alarm.